Event description:
It was reported to manufacturer, by facility, (B)(4), this is the second incident, per facility during a transfer using the new (B)(4) sent, the same area failed; the bolt/pin broke along with the side dog-ear as the previous incident. (Not the same resident). The resident fell back into bed and the cradle hit her causing an injury, facility taking x-rays of her injury. Ra (B)(4) issued under complaint (B)(4) to get cradle and scale back for evaluation. In addition the scale manufacturer has been notified of this second incident. CAPA (corrective action preventive action) also issued to scale manufacturer to investigate root cause of problem.